Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigation revealed that the instrument was found to have a segment of the conductor wire sticking out at the distal end. A loop of wire was sticking out such that the wire protruded above the outer surface of the main tube. The wire insulation was damaged. The instrument passed an electrical continuity test. The root cause of this failure is attributed to a component failure. Additionally, the instrument was found to have damage of the conductor wire¿s insulation. The conductor wire was exposed, however there was no material missing. The root cause of this failure is attributed to a component failure. A review of the instrument log was performed. Per the review, the device was used on the reported event date of (B)(6) 2021 on system sk1965. The force bipolar has 6 uses remaining after the last use. In addition, a review of the site's complaint history identified no other complaints related to the instrument and/or this event. No image or video clip for the reported event was submitted to isi for review. This complaint is a reportable event due to the following conclusion: the instrument had conductor wire damage with no evidence of user mishandling or misuse. The damaged conductor wire has potential for electrical discharge at a location other than intended. Although there was no report of patient harm, injury or adverse outcome, if the event were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument had a broken cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made follow-up attempts to obtain additional patient information. However, the site was unable to provide any further details.